Event description:
The customer called to report an alarm. Troubleshooting was performed. The pump continued to alarm without the reservoir. It was indicated that the lead screw is rusted. The customer denied that the pump was exposed to water.